Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically.

Manufacturer narrative:
(B)(4). Based on the information received, the device was prophylactically removed and there is no alleged malfunction of the product. Should the device be returned and the analysis results indicate an anomaly a follow up report will be submitted. (B)(4).

Event description:
Fsca premature battery depletion with ICD ¿ (B)(6) 2016. The physician dr (B)(6) decided to replace the device unify assura mp 3361-40c sn: (B)(4), implanted on (B)(6) 2014, because the patient had some high voltage therapies on ventricular tachycardias. The device was working normally. The patient's conditions before, during and after the procedure were good.